Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Therefore, the DHR for this device will not be reviewed at this time. However, the DHR files for this device are available and can be accessed upon specific request.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was returned reported to have a ventilator inoperative condition associated with device error code e-18 indicating three reboots had occurred within 24 hours, rendering the device inoperable. There was no harm or injury reported. It was additionally reported that a philips field service engineer re-loaded the software; however, the problem persisted. Device evaluation has not yet been completed. No additional information has been provided at this time. If additional information is received, a follow-up report will be filed.